Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes due to oversensing of noise. The clinic was initially concerned over an electrode fracture. Technical services (ts) was consulted to review the data and noted that the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible reasons and troubleshooting options. The patient was brought into the clinic and noise was able to be reproduced in primary but not secondary sensing vector. The noise was able to be reproduced with manipulation of the device can and while tapping on the can when in primary. In secondary there was low level unsensed myopotentials. A chest x-ray was performed with no findings. The s-ICD was reprogrammed to secondary vector and new data was sent to ts for review. The s-ICD and electrode remain in service and no adverse effects were reported. Additional information was received upon ts review of the information. Ts discussed that reproducibility of mechanical noise with maneuvers in primary vector could indicate a potential lead impairment issue. Ts discussed that reprogramming may not resolve the issue and a revision procedure would be recommended. Ts provided further troubleshooting steps that should occur if the physician performs the revision in an attempt to obtain further data points for a more definitive diagnosis. At this time the electrode remains in service and no adverse effects have been reported. Both the device and electrode were returned. The revision procedure was due to concern over a fractured electrode. The patient was implanted with a transvenous system.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes due to oversensing of noise. The clinic was initially concerned over an electrode fracture. Technical services (ts) was consulted to review the data and noted that the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible reasons and troubleshooting options. The patient was brought into the clinic and noise was able to be reproduced in primary but not secondary sensing vector. The noise was able to be reproduced with manipulation of the device can and while tapping on the can when in primary. In secondary there was low level unsensed myopotentials. A chest x-ray was performed with no findings. The s-ICD was reprogrammed to secondary vector and new data was sent to ts for review. Ts reviewed the information and discussed that reproducibility of mechanical noise with maneuvers in primary vector could indicate a potential lead impairment issue. Ts discussed that reprogramming may not resolve the issue and a revision procedure would be recommended. Ts provided further troubleshooting steps that should occur if the physician performs the revision in an attempt to obtain further data points for a more definitive diagnosis. At this time the electrode remains in service and no adverse effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes due to oversensing of noise. The clinic was initially concerned over an electrode fracture. Technical services (ts) was consulted to review the data and noted that the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible reasons and troubleshooting options. The patient was brought into the clinic and noise was able to be reproduced in primary but not secondary sensing vector. The noise was able to be reproduced with manipulation of the device can and while tapping on the can when in primary. In secondary there was low level unsensed myopotentials. A chest x-ray was performed with no findings. The s-ICD was reprogrammed to secondary vector and new data was sent to ts for review. The s-ICD and electrode remain in service and no adverse effects were reported. Additional information was received upon ts review of the information. Ts discussed that reproducibility of mechanical noise with maneuvers in primary vector could indicate a potential lead impairment issue. Ts discussed that reprogramming may not resolve the issue and a revision procedure would be recommended. Ts provided further troubleshooting steps that should occur if the physician performs the revision in an attempt to obtain further data points for a more definitive diagnosis. At this time the electrode remains in service and no adverse effects have been reported. Both the device and electrode were returned. The revision procedure was due to concern over a fractured electrode. The patient was implanted with a transvenous system.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. During analysis an unrelated finding was observed. Visual inspection showed a bubble with a crack in the notch area next to the proximal electrode cable extending into the insulation.